Manufacturer narrative:
(B)(4). The customer reported that the machine switches on, but there is no display. A local third party service provider evaluated the device. The symptom was verified. Replacing the control pca resolved the issue.

Event description:
The customer reported that the machine switches on, but there is no display.